Event description:
When ligasure was activated, it made the sound like it was working but did not actually cut or seal tissue. Double checked that it was connected properly and it was. Retrieved a second coviden triad unit and plugged into that unit. Ligasure still did not work. Obtained a second ligasure and had the same results. Tried a third ligasure, and it worked adequately. No injury to the patient occurred, however, it did require longer operating room time to try multiple devices and, as a result, longer exposure to anesthesia.